Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the arm. On (B)(6) 2023, the patient experienced shaking and unresponsiveness. The daughter called an ambulance. The patient mentioned that emergency medical service took a comparison between the cgm reading and bg and mentioned that it was way off and that there was a big difference; however, the patient could not remember the readings. The patient was treated with glucose tabs and reportedly didn't regain consciousness until the following day. The patient was discharged from the hospital and in stable condition at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.